Event description:
The implantable pulse generator system was returned with only information that the patient is deceased. The device was returned less than one year after implant. No further information has been made available. No complaints, allegations, or previous contacts have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4). The full lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the full lead was returned, analyzed, and analysis results revealed no anomalies found.